Event description:
It was initially reported that there was bubbling observed on the width plates. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.